Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of implantable pacing lead (ipl) the lead exhibited high impedance. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.